Event description:
On (B)(6)2010, the pt underwent tlif surgery for l4-s1 fusion. The pt experienced severe post-operative radiculopathy. A f/u CT scan revealed that the left l5 pedicle screw was transversing the lateral part of the psoas, lateral vertebral body, and lateral part of the pedicle. A revision surgery was performed on (B)(6) 2010. Upon inspection, the left l5 screw was found to be very loose. It was not in cortical bone at the region and was easily removed. The remaining screws were found to be solid in the pedicles and were left in place. The surgeon replaced the rod and two caps at the left l4 and s1, but did not replace a screw at l5 because he felt that the pedicle was compromised.

Manufacturer narrative:
An inspection of the removed screw indicates that it meets specification. Based on a f/u communication with the surgeon, the left l5 screw was stimulated after original placement and was determined to be in a good position prior to placement of the rod at l4-s1. It was stated by the surgeon that the counter torque instrument was not used when the pedicle screw caps were tightened. This technique is described in the product labeling (B)(4). Use of the counter torque instrument during tightening eliminates the effects of resultant torque on the adjacent construct. It appears likely the surgeons technique was a contributing factor in the movement of the left l5 pedicle screw during tightening the construct.